Event description:
Patient experienced discomfort at the ipg site. Surgical intervention took place wherein the ipg was replaced and revised the pocket. Pain at the pocket site has resolved. Effective therapy was restored.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.